Event description:
Information was received indicating that a smiths medical cadd solis vip pump won't turn on. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. According to the investigation, the customer's concern regarding no power could not be duplicated. The pump was able to turn on with no power up issues. The investigation reported that to pump problem was found.